Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to a medical center due to possible inappropriate therapy. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. There were stored ventricular episodes with inappropriate therapy, and atrial-tachy response (atr) episodes. There was a stored ventricular episode with six bursts of anti-tachycardia pacing (atp) and one shock therapy delivered and atrial-tachy response (atr) episodes. It was noted that the ventricular episode was possibly due to supraventricular tachycardia (svt) or atrial driven. The rhythm appeared to be on a one-to-one ratio. Therapy was not exhausted. The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service. Subsequently, additional information provided reported that the patient of this ICD presented back to the medical center due to inappropriate therapy. The hcp requested ts review of the device data to confirm device operation. There were stored ventricular episodes of atp and shocks that were delivered due to atrial driven rhythms. The rhythm appeared to be on a one-to-one ratio. The device appears to be functioning as programmed. No additional adverse patient effects were reported. The device remains in service.